Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual testing as the serial port connector was found cracked, hence proper connection with serial port was unable to be made. The poor mechanical connection is most likely due to the handling of the device, where the connector made contact with a hard surface. The poor mechanical connection is most likely due to the handling of the device, where the connector made contact with a hard surface. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the per vad coordinator he received a call from the nurse taking care of the patient during his index hospitalization stating that the blue data port on the controller was cracked and the data cable would not stay connected. It was stated that there were no alarms. There was no trauma to the controller or the cable that patient, nurse or vad coordinator are aware of. It was stated that the vad coordinator performed and elective controller exchange to the patients back up controller, the patient is not using the old primary controller. It was stated that the patient tolerated the controller exchange well and it was stated that there were no effect on the patient. No additional information available.